Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not working. The reporter was uncertain if this meant the ins or the programmer unit. The patient was to have an MRI and the reason for the procedure was not related to the device or therapy. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n319575, implanted: (B)(6) 2012, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3550-29, lot# n325910, implanted: (B)(6) 2012, product type: accessory. (B)(4).